Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was high but customer declined to provide more information. Reportedly, the customer had not performed the accurate air removal process during the load sequence. The customer successfully fill the same cartridge with the same needle.